Event description:
The customer reported that their device would no longer power on correctly. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control replaced the system controller and user interface pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio has provided the customer with the part number required to repair the device. The customer has not provided information on whether or not they will repair this device. The cause of the reported failure could not be determined at this time.

Manufacturer narrative:
Physio-control further evaluated the removed pcb assemblies and determined that the cause of the reported failure was due to a failure of an integrated circuit chip, designator u61 from the system controller pcb assembly.